Event description:
A surgeon reported that the lamp of the sys burned out and sys messages were displayed. The pt was anesthetized on the table and the surgery procedure had begun. Only the trocars and irrigation had been implanted. Surgery was cancelled. Pt was operated on (B)(6) 2015 and she is recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).